Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. The initial reporter was unable to provide the lot of the instrument accessory. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from the harmonic ace curved shears insert broke off, fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment was retrieved.

Event description:
It was reported that during a da vinci hysterectomy procedure, a white piece on the tip of the harmonic ace curved shears insert broke off and fell into the patient. The fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.